Manufacturer narrative:
Correction: d4, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the right upper lobectomy, a powered stapler with a purple 60 mm reload was used to fire on the bronchus when the staple line opened up completely and did not hold after firing, and an air leak was observed, and a second drain was fitted due to the bronchus being sutured. There was bleeding started towards the end of the firing, and upon opening the reload, it was evident that the entire staple line on the bronchus had not formed correctly; closed staples could be seen but not in a complete line. An additional firing was performed on the staple line using another reload, and suturing the bronchial stump was performed as staple line reinforcement. It was also noted that a sealant from another manufacturer was applied to the site. It was mentioned by the specialist nurse that the patient did present with a persistent cough. 2 days later the initial drain was removed, and when the patient had difficulty going to the toilet and had to strain, a pneumothorax occurred due to the staple line opening up and developed after the initial drain was removed. Another chest drain had to re-introduce in the ward.